Event description:
This lead was attempted at implant on (B)(6) 2013, due to difficult patient anatomy. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).